Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the unit fms vue pump. Per service manual operational and diagnostic, the reported failure was confirmed. During evaluation, the unit fms vue pump, the pinch valve was found damaged, no seal was founded, the valve is leaky, and was replaced, also presented inadequate and back-flow.the repair and testing of the unit was completed bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The possible root cause for the reported failure was thus identified as failure in the valve. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4).

Event description:
It was reported by service request that a fms vue fluid management system, did not function properly anymore. No surgical delay or patient consequence reported. Complaint escalated from wo. Defect identified during service assessment while performing electrical safety test.